Event description:
On (B)(6) 2014. The lay user/patient contacted lfs (B)(4), alleging an inaccurate result on the subject meter compared to an unknown hospital meter. No results were provided. No timeframes were specified. This complaint is being reported because the unknown results may not meet lfs' accuracy criteria and the issue was not resolved at troubleshooting. There was no allegation of a serious injury or adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.